Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Two devices were received for evaluation. Evaluation confirmed the reported event; the motor flex assemblies were damaged on both devices. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the device overheated and smoked. There was no patient involvement with one reported event and there was patient involvement with one reported event; no patient impact.